Manufacturer narrative:
Block b3: the date of event used was approximate.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) presented with erosion. The aus was explanted, and a new aus was implanted. There were no additional patient complications reported.